Event description:
The user facility reported the neuro handpiece did heat up and melt the glue during a surgical procedure. There was adequate amount of irrigatin fluid in the system. The material from the melting glue did not cause any patient injury but there was surgical delay of approximately ten minutes to change to a regular 35k handpiece and continue the procedure.